Event description:
It was reported that insulin pump alarmed threshold suspend. Customer stated blood glucose was 30 mg/dl when ems. Customer stated that ems gave her fast acting sugar and took her to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).